Event description:
It was reported that after placing the catheter and drawing back blood for testing, an audible noise was noted and air bubbles from the syringe drawing back negative pressure. It was further reported that the catheter was removed and pushed with saline and found to be oozing from the catheter wall. Reportedly extravasation identified. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placing the catheter and drawing back blood for testing, an audible noise was noted and air bubbles from the syringe drawing back negative pressure. It was further reported that the catheter was removed and pushed with saline and found to be oozing from the catheter wall. Reportedly extravasation identified. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport slim titanium implantable port, one flushing connector loaded to a catheter and two cath-lock were returned for evaluation. Along with sample, one electronic photo was provided for review. Visual, microscopic and functional evaluations were performed. The port was patent to both infusion and aspiration without issue. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks. Upon infusion, no leaks were observed throughout the attached catheter. However, the investigation is inconclusive for the reported leak and air in device issues as the exact circumstance at the time of the reported event was unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.